Manufacturer narrative:
Upon inspection of this mattress, the urethane cover bubbled at the right side of the mattress cover and peeled away exposing the bottom of the top cover of the mattress. This mattress has been isolated in the non-conforming room until investigation is complete and mattress has been dispositioned. This problem has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Mattress cover is delaminating.